Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer. The advancer, handshake connections, sheath, coil, burr and annulus were visually inspected. Inspection of the device found that the burr had detached from the coil, the coil was kinked and stretched, and the annulus was damaged. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Functional testing was performed by connecting the rotapro advancer to the rotapro console. The knob switch was activated, and the device was able to rotate and gain speed. Product analysis confirmed the reported event, as the device was received with the annulus detached from the remainder of the device.

Event description:
It was reported that the burr detached. An atherectomy was being performed on a severely calcified circumflex (cx) artery with a 95% stenosis rate. A 1.50mm rotapro was used for treatment, but the burr became detached from the drive shaft within the patient. The burr was successfully retrieved and completely removed from the patient the procedure was completed with another 1.50mm rotapro device. Product analysis confirmed the reported event, as the device was received with the annulus detached from the remainder of the device. The clinical circumstances surrounding the device detachment were not able to be replicated. No patient complications resulted in relation to this event.

Event description:
It was reported that the burr detached. A rotational atherectomy was being performed on a 95% stenosed, severely calcified circumflex (cx) lesion. A 1.50mm rotapro was used for treatment, but the burr became detached from the drive shaft within the patient. The burr remained on the guide wire and was completely removed from the patient with the guide wire. The procedure was completed with another 1.50mm rotapro device. No patient complications resulted in relation to this event.